Manufacturer narrative:
Product analysis:analysis was unable to confirm the customer comment. The programmer powered up and performed its essential functions as normal. The programmer passed incoming functional tests. Found broken nylon standoff between the micro processor unit (mpu) and the link electronic module (lem) printed circuit board (pcb). Upper and lower cases were in bad cosmetic shape. Replaced cases. Salvaged part was used for the lower case. All salvaged parts were inspected per applicable requirements. The power cord bay was broken. Replaced power cord bay. The left keyboard hinge was broken. Replaced keyboard hinge. The system fan was noisy. Replaced fan. Lowe display bullets were broken. Replaced bullets. Updated device and added handle covers. Reconfigured hard drive, reloaded and updated software. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer would shut down. The programmer was returned for service. No patient complications have been reported as a result of this event.